Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the display is distorted. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a distorted display was confirmed and duplicated during product evaluation. The root cause was assigned to a defective main display. The main display was replaced in order to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.